Event description:
It was reported that during a device replacement procedure, this subcutaneous implantable cardioverter defibrillator (s-ICD) electrode was also explanted and replaced. When the new device was connected to this chronic electrode and defibrillation threshold (dft) testing was performed, the shock impedance measurement was higher than expected, but not out-of-range, at 159 ohms and the induced vf was not converted. New dft testing was performed after the electrode replacement, with a normal impedance and successful conversion. No additional adverse patient effects were reported. The explanted electrode was expected to be returned for analysis. Additional information was received regarding the device replacement procedure. It was reported that multiple induction attempts were unable to be converted and external shocks were required each time. During the procedure, the device position was changed to a further dorsal placement, without success. The local sales representative later confirmed that x-rays taken after the failed dfts showed a suboptimal electrode placement. When the electrode was explanted, no defects were visible. The explanted electrode was actually discarded and is not available to be returned.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.